Event description:
Reportedly, when the instrument was opened, the approximation pin was uneven, which resulted in an open staple line. Used a different lot number to complete the case. No pt injury. The 2 instruments were disgarded after use.